Event description:
It was reported patient's mother felt a small lump in patient¿s neck a while back so they went for an ultrasound and it appeared to be a clip from his vns lead that has migrated. The surgeon planned to open patient¿s neck to check the leads and lump in his neck as well. They also reported the patient¿s generator had dropped some in his chest. Patient later had a generator replacement due to battery depletion. This report will capture the suspect product as the generator, since they reported both generator and lead migration, but it is likely the generator migration is the cause of lead migrating as they are connected. Product return and device evaluation is not necessary as the reported migration is not related to the functionality or delivery of therapy of the device. No additional relevant information has occurred to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device. (B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician later reported that prior to replacement they discovered that one of the anchors for the lead in his neck had opened. This was fixed during the replacement.